Event description:
It was reported that this patient experienced an asystole and had a syncopal episode when signing the consent form to change out the device after the pacemaker went into safety mode. It was noted that this right ventricular (rv) lead had a high capture threshold. In the latest ventricular episodes, it was noted that there was pacing inhibition and noisy signals, but the noisy signals were not sensed. This lead remains in use. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).